Manufacturer narrative:
Updated fields - b4, g1 contact person ¿ mfg site, g3, g6, h2, h6 (component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found the ECG cable to be damaged. The ECG leadwire set cable assembly was replaced. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the EKG cable of the cs300 intra-aortic balloon pump (iabp) unit is damaged. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter: (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4 the getinge field service engineer evaluated the unit and found the ECG cable to be damaged. There was no repair work performed. If additional information is provided, an additional report will be made.